Event description:
The customer reported that the spectrum pump displays a constant door open alarm. There was no patient injury. No further info was available.

Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The evaluation experienced load set alarms corresponding with the reported symptom of "constant door open alarm" caused by a failed lower link switch. The lower aux has been replaced.